Event description:
It was reported the hub of this drainage catheter detached during chest tube placement in a pt who presented with pleural sclerosis. Following detachment of the hub, the pt aspirated air through the open system resulting in a pneumothorax. The procedure was discontinued at that time. The pt was hospitalized for observation and later discharged to recover. Following full recovery from the pneumothorax, the pt returned for successful chest drainage tube placement. No pt sequelae resulted from this event. The device has been received, evaluated and retained by this MFR. The engineering evaluation indicated the catheter had separated from the hub at the heat shrink and hub. The catheter flare was uneven in appearance.